Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Based on the investigation, which included a review of historical data, product labeling, and consultation with the cell-dyn ruby technical services specialist. The incident was determined to be due to use error and is an isolated event. There was no product deficiency, no malfunction, and no action taken.

Event description:
The finger of the field service engineer (fse) was stabbed by the sample probe while performing a cell-dyn ruby preventive maintenance. The fse was referred to an immediate medical attention and the anti (B)(6) therapy was initiated while waiting for the blood test results. No further treatment or intervention was administered.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.